Event description:
During the procedure, the wbc was high in the collected blood product. There was an alleged lrs filter failure. This report is being filed due to the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective and preventative actions are in-process. A follow-up report will be provided.